Event description:
Customer reported potential false negative cocaine results with the multi drug one step screen test panel (urine) test. When the sample was tested at the lab, the result was positive. A company had employees in for site access testing and the company wanted the 7 panel point of care test (multi drug one step screen test panel - urine) used as well as having samples sent to the lab. While doing the testing, all the specific gravity and ph readings were within the normal range and they were negative for oxidants. Each test had all of the lines show up indicating negative results. Samples were sent to the lab and a sample from one of the employees came back as positive for cocaine. No samples are available. Laboratory report requested but is not available at this time.